Event description:
Healthcare professional reports: protime system inr 1.0. Protime system (serial number not reported) inr reported as "within therapeutic range". Pt therapeutic range not reported. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4).